Event description:
The patient reported that on the third day of using the vgo the adhesive did not stay attached after 2-3 hours, patient was wearing the vgo on the back of her arm and it just fell off. The patient stated she cleaned the area with alcohol and let it dry completely before applying the vgo. The patient discarded the vgo.